Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm error during basic occlusion test due to moisture damaged inside force sensor resistor. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm during a set change. Customer's blood glucose was 196 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.